Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and the hinge of the insulin pump was broken it cannot hold the pump anymore. Customer's blood glucose level was 150 mg/dl. Customer reports that reservoir was able to lock in place but the back part was damaged. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked keypad overlay at select button and left belt clip rail broken.